Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the observed condition of the device was broken at the shaft. The embedded allegation cannot be confirmed as no x-ray evidence was provided. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the imf screw ø2 l12 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 201.932s. Lot # l323851, manufacturing site: werk selzach logistik , release to warehouse date: 21.feb.2017, expiration date: 01.feb.2027, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two imf screws had broken whilst inserting them in the patient during an orif mandible procedure. Screw shaft had to be removed, another screw was tried and it did the same thing. They had to bail from the imf screws and use a plate because this happened to two different imf screws. Patient has had no adverse reaction but anaesthetic time was increased to try to get the shaft of the screw out of the patient. The procedure was successfully completed with a delay of 40 minutes. The fragments generated were easily removed without requiring additional intervention.

Manufacturer narrative:
Product complaint # (B)(4). H3, h6 investigation summary: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photo investigation revealed that the observed condition of the device was broken at the shaft. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the imf screw ø2 l12 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 201.932s. Lot # l323851. Manufacturing site: werk selzach logistik. Release to warehouse date: 21.feb.2017. Expiration date: 01.feb.2027. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 201.932. Non-sterile lot #l288674. Manufacturing site: werk mezzovico. Release to warehouse date: 27 jan 2017. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
Additional information received: a. Was the surgeon happy with the surgical outcome for this patient? Surgeon not very happy. The screws didn't work as they were supposed to. B. Was there any impact to the patient from having to use a plate instead of the imf screws? Longer surgery time, similar outcome according to surgeon but more metal in the patient which was not ideal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5 corrected: h6. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.